Manufacturer narrative:
Zimvie complaint number (B)(4). Patient weight unknown / not provided PMA/510(k) number k011028, k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported patient reported that she had a "bubble" above the implant at site #30. We dud a unspecified implant procedure and determined that the surrounding area was infected around the implant. Implant was removed and area was bone grafted.